Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting no capture in all configurations despite maximum device outputs following this implant procedure. An x-ray revealed the lead had dislodged. The pocket was re-opened and the lead was repositioned without further incident.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Boston scientific's post market quality assurance laboratory cannot confirm the observed clinical observation of dislodgement. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and /or implant technique (which is often dictated by patient anatomy). Lead dislodgement is a potential complication of implantable pacing and is described in device labeling. Boston scientific will continue to monitor for similar events to ensure that no lead displays an abnormal rate of occurrence.

Manufacturer narrative:
The lead was subsequently explanted and replaced. A thorough evaluation of the returned lead will be performed in boston scientific's post market quality assurance laboratory. This product issue will be udpated when evaluation is complete.

Event description:
----